Manufacturer narrative:
Received one used ureteral stent with the original unit labeling. The reported event was confirmed as cause unknown. During the visual evaluation noted that the bladder end was broken from the stent. The broken section presented a clean cut. No pieces of the stent were missing. The stent received out of its individual sealed polybag. Per dimensional assessment found the sample within specification. During the functional evaluation, no discrepancies were found. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. Suture may be cut off prior to stent placement. Remove suture prior to placement for pediatric patients. Exercise care. Tearing of the stent can be caused by sharp instruments. Care should be exercised when removing the stent from inner polybag, so as not to cause tearing or fragmentation. Note: the suture may be removed prior to placement or may be removed once indwelling by using an appropriate cystoscopic instrument." (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter broke during manipulation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the stent broke during manipulation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.